Event description:
Customer performed a blood glucose test and rec'd a result of 519mg/dl. They took 12 units of insulin. (Normally takes 2 - 5 units). Emergency medical tech's were called a half hr later. The customer was unconscious. The emergency medical tech's rec'd a result of 40mg/dl. The customer was taken to the hosp. They were given an IV and admitted to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.